Event description:
It was reported to philips that the system shutdown unexpectedly and failed to boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment or non-emergency procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, fse found the issue was caused by a blown fuse in the mpdu (main power distribution unit). To resolve the issue, fse replaced the fuse in the mpdu. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.